Manufacturer narrative:
Results pending completion of evaluation.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using two gore tag thoracic endoprostheses. On (B)(6) 2011, infection of the access site wound was identified. The patient underwent an incisional drainage and was administered with antibiotic. On (B)(6) 2011, follow-up examination confirmed the healing of the infection.

Manufacturer narrative:
A review of the manufacturing and sterilization paperwork for the devices verified that the lots met all pre-release specifications.per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to infection.